Event description:
Event was reported concerning implantation of the malar implant in 3/03 resulting in a follow-up visit in 11/03 where the pt presented dehiscence in the incision. Treatment with antibiotics yielded no success. Implants were removed five weeks later. Porex surgical is unaware of why there was a delay in reporting.